Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, due to an emergency situation, the procedure was converted to open surgery with no patient harm and no delays. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the issue was identified during the procedure, then the defective instrument received at the central processing.

Manufacturer narrative:
On 29-sep-2023, the following additional information was obtained: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding around the central right pulmonary artery resulted in a conversion to anterolateral thoracotomy. The bleeding was observed from the extra-pericardial right pulmonary artery. The blood loss amount was unexpected and below 500ml. The bleeding was resolved by converting to a right thoracotomy with an additional middle lobectomy. No blood transfusions were administered. The tip-up fenestrated grasper instrument was opened with emergency aid by the surgeon. The thoracotomy was successfully completed. The patient was discharged on postoperative day 10 and is in excellent general condition. An investigation is in progress to determine the cause of this reported event. The tip-up fenestrated grasper instrument has been received and investigations completed. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The housing was removed for inspection and the grip cable was found broken at proximal end. As a result of a broken grip cable proximal, the instrument grip cable became loose at the distal end. Loose instrument grip cables are typically attributed to a component failure resulting in a loss of cable tension. Additionally, the instrument was found to have a broken grip cable at the proximal end (in the housing). The broken segment of the grip cable was found inside the housing. Broken ¿ proximal instrument grip cables are typically attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. No further functional testing due to physical damage of the instrument. A review of the instrument log showed nothing that would be related to the reported event. The logs from before and after the procedure were also reviewed, and there have been no other events that would suggest faults related to the reported event. A review of the advanced system log review showed that no errors were observed related to the tip-up fenestrated grasper instrument. Section d4, d9, h3.

Event description:
Refer to h10/h11 for follow-up information.